Event description:
It was reported that the ventricular signal was present on the atrial channel of this pacemaker system. It was also noted that the right atrial (ra) lead threshold had risen to 1.6v and the p-wave amplitude had fallen to 1.5mv. Technical services (ts) recommended a chest x-ray and possible revision. No adverse patient effects were reported. Currently, this pacemaker system remains in service.